Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the left hepatic branch during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the balloon was inserted proximally into the left hepatic branch and upon first attempt at inflation, the balloon burst between 4-7 atm and developed a leak. The procedure was completed with a hurricane rx balloon of a larger size. There were no patient complications reported as a result of this event.